Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. The patient was to be evaluated for an lvad implant due to loss of left ventricular capture during frequent ectopic beats. The physician believed this was a myopathic failure and not a pacing failure. The patient was not pacemaker dependent. The patient did not show for appointment and was found expired at home two days later. No further information is available.